Event description:
It was reported, that the patient presented for follow up with an alert for low impedance measured in the right atrial lead. There were also, recording episodes of inappropriate automatic mode switch caused by over-sensed noise. No patient symptoms were reported. Further information was requested, but not received.

Manufacturer narrative:
Further information was requested, but not received.